Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device evaluated by MFR: the promus premier select ous mr 38 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal end struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24-aug-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 2.75 mm x 38 mm, 80% stenosed target lesion with a bend of >=90 degrees was located in a severely tortuous and non calcified right coronary artery. A 38 x 2.75 promus premier select drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with a small length drug eluting stent. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a stent damage.